Event description:
It was reported that the patient presented in clinic due to pre syncope. Device interrogation revealed noise oversensing and high capture thresholds on the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120234.